Manufacturer narrative:
Based on the results of the investigation, it is likely that the following led to the malfunction: cause linked to device but unable to trace more specifically. A device history record review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the camera head exhibited electrical contact corrosion, scope mount corrosion, and lens from the main body with scratches and flooding. There was no patient involvement.